Event description:
Customer stated device was not reading accurately and that all results were under 200mg/dl. The customer did a device to device comparsion and results were 100 points off. The customer was incoherent most of the day and an ambulance was called at 4am. Paramedics tested and received a result of 1300mg/dl. The customer was taken to the emergency room where a lab was done and the result was 1334mg/dl. The customer was admitted into the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.